Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2022 with blood glucose level was 380 mg/dl. Customer experience symptoms such as nausea and dizziness. The customer was treated with intravenous drip. The customer was using auto mode at the time of incident. The insulin pump will not be returned for analysis.